Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:30pm at home. Caller stated that the end-user tested her blood glucose and received a result of 71mg/dl. A normal result for that time of day is around 170-220mg/dl so she tested again and got a result of 201mg/dl. Caller stated that a few minutes later the end-user was incoherent and sweating so she called paramedics. No medication or food was consumed while waiting for the paramedics to arrive she did drink some cranberry juice. The paramedics arrived in about 10 mins. When they tested her blood glucose with their meter they got a result of 91mg/dl. Paramedics did not test the end-users blood glucose with her prodigy meter. The end-user was not transported to the hospital and she did not receive any treatment from the paramedics. The caller stated that the end-user is on a sliding scale for his humalog but was unable to provide the information. Paramedics advised the end-user to eat prior to leaving. No additional information was provided.